Event description:
Rohrer aesthetics was informed of the adverse event through the FDA medwatch voluntary system report number mw51641178. Patient claims that the bodysculp caused "serious burns from the inside out".

Manufacturer narrative:
Because original reporter did not give address, clinic or user facility information, we were unable to investigate her specific concern. We investigated our current complaint files to see if we could match this case up to one on file and had no findings.